Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2011. The fse discovered the tubing at pump #2 had become disconnected from the quick disconnect. The fse noted a part of the quick disconnect was missing. The fse replaced the tubing and the pump. The repairs were verified per the established procedures. The unit conformed to the manufacturer's performance specifications. The customer has an exposure control/risk management plan at the facility.

Event description:
The customer reported a fluid stain leak involving lh slide stainer. The customer stated the tubing came off the quick disconnect from the pump area for bath number 2. Beckman coulter advised the customer to wear appropriate personal protective equipment (ppe) prior to troubleshooting. Patient results were not affected. There was no exposure to open wounds or mucous membranes. There was no injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.